Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved and the customer information technology (it) team investigated the network issues. No further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier device required maintenance and device access with a password required a witness. This was a modified anesthesia station and during a case the nurse needed medication but was alone in the room and could not get a witness. Having a witness during a case was not feasible for the nurses. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.